Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A physician reported via phone call of hospitalization and no delivery alarm. Customer's blood glucose was 678 mg/dl. Customer did not have any alarms and ended up in urgent care. The product was not returned for analysis.